Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported a proximal line disconnect alarm when the line is actually connected. The customer also reported a cracked top cover. There was no patient involvement.

Manufacturer narrative:
G4: 06jul2020 b4: (B)(6)2020 the field service engineer (fse) checked the proximal tubing, find out the flow sensor assembly is defective. The (fse) duplicated the reported problem and placed the flow sensor to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.